Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half of keys on keyboard were not functioning. A technical support specialist (tss) confirmed that the windows power saving features were disabled. Then the tss checked the part number for the station, then opened "c:\master.txt" on the station. Look for a line that lists the part number of the station, then started a command shell session in beyond trust. Then run command to disable power management on all network interface card (nic), then rebooted the system. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.